Event description:
It was reported that the customer opened the implant for use, the spigot protector cracked at the tip, so they were unable to use it with the exeter v40 stem introducer. An alternative implant was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.